Event description:
The user facility reported the phaco needle sleeve required excessive pressure causing a puncture to the posterior capsule as the doctor entered the needle into the incision. A vitrectomy was performed and a three piece lens was implanted in the sulcus. The product was discarded.

Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.